Event description:
It was reported that the bd alaris smartsite texium secondary set experienced component separation and leakages. The following information was provided by the initial reporter: was there any leakage? & if so, what? Today in the in-patient unit- while chemo was hanging- the secondary tubing detached from the bottom of the drip chamber, which caused a chemo spill. A quantros was written was there any patient harm or adverse events? No. If so, was any medical intervention required? What was done & what was outcome? No. They discarded the broken tube if applicable, are any patient identifiers available? Yes.

Manufacturer narrative:
Investigation summary: no product ( mat # 10013364t) was returned by the customer. Photos representation was provided for the complaint. It was reported by customer that " the secondary tubing detached from the bottom of the drip chamber, which caused a chemo spill". The photos could not verify the complaint. The root cause cannot be determined without the physical sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer. The root cause of this complaint could not be definitively determined as no sample received.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite texium secondary set experienced component separation and leakages. The following information was provided by the initial reporter: was there any leakage? & if so, what? Today in the in-patient unit- while chemo was hanging- the secondary tubing dethatched from the bottom of the drip chamber, which caused a chemo spill. A quantros was written. Was there any patient harm or adverse events? No. If so, was any medical intervention required? What was done & what was outcome? No. They discarded the broken tube. If applicable, are any patient identifiers available? Yes.